Manufacturer narrative:
According to the manufacturing department, the number of labels is counted according to instructions and confirmed by signature. Should a label be left over or missing when packing, the group master will be informed to take appropriate measures. Nevertheless, in this case it is to be assumed that during the packaging process the patient stickers were forgotten to insert into the packaging. At this time due to the low ppms we do not assume any systematic problem.

Manufacturer narrative:
If additional information or evaluation results are provided, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with vitelline insert h 32mm sym. According to the complaint description, the patient labels were missing. There was no patient harm. The incident was noticed before the surgery, namely during the incoming goods inspection, and the patient was not affected. The adverse event / malfunction is filed (B)(4).